Manufacturer narrative:
The actual device is not available for evaluation as it has been repaired by the customer. Device evaluation is done with historical data. This supplemental report is being submitted to provide this information. Please see the updates in sections: d10, g4, g7, h2, h3, h4, h6, and h10. The device history review confirmed that device conformed to specifications at the time of shipping. The root cause of the broken lid cannot be conclusively determined. It may be possible that the lid came in contact with a scope or something hard instructions for use (IFU) includes: inspecting the lid and lid packing. Before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out.

Manufacturer narrative:
There is no additional information about the event available yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the device has a broken lid. There was no patient involvement reported.